Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a an unspecified vein was attempted using a proglide device after an unspecified procedure. Reportedly, when the device was removed from the patient, the suture came out with the knot. An unknown method was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.